Event description:
The affiliate reported a customer who stated that one of their team members reported experienced "itching of her eyes" when working with the sterrad system. The employee reported that she would experience the symptoms within one hour of working with the unit and that they would subside as soon as she removed herself from the environment. The employee reported that she had these symptoms for "some time" but had not reported them. The employee was not able to give any further specifics on how long she had experienced the symptoms. The employee did not seek any form of medical advice at any stage. The customer indicated that she was no longer experiencing symptoms and stated that they stopped once the units were serviced. The field service engineer (fse) went to the facility and performed preventative maintenance before this complaint was reported.

Manufacturer narrative:
Eye irritation, capital equipment, unit evaluated at the facility. The fse performed preventative maintenance. The fse ran an empty cycle that passed.